Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. It was reported that a patient underwent an atrial fibrillation afib ¿ paroxysmal ablation procedure with a qdot micro¿ catheter and during the procedure, an abnormal increase of temperature was observed and low irrigation flow during flush. When the catheter was replaced, the issue was resolved. The procedure was successfully completed. There was no clinical consequence for the patient. Additional information was received, and it was indicated that the system stopped the ablation when the temperature cut-off value was exceeded. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, irrigation, and temperature and impedance tests of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The irrigation test was performed, and no obstructed holes were observed. The temperature and impedance test were performed and there was no issues observed. The temperature and impedance values were observed within specifications. A manufacturing record evaluation was performed for the finished device number lot 31264930l, and no internal action related to the complaint was found during the review. The irrigation and high temperature issues reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body; flush the catheter and tubing to ensure purging of trapped air bubbles and to verify irrigation through the tip electrode; monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation afib ¿ paroxysmal ablation procedure with a qdot micro¿ catheter and during the procedure, an abnormal increase of temperature was observed and low irrigation flow during flush. When the catheter was replaced, the issue was resolved. The procedure was successfully completed. There was no clinical consequence for the patient. Additional information was received, and it was indicated that the system stopped the ablation when the temperature cut-off value was exceeded.